Manufacturer narrative:
Additional information was received that patient's lead was explanted. Additional suspect medical device component involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.

Manufacturer narrative:
Correction to initial MDR. Additional suspect medical device components involved in the event: model: ni ,serial: (B)(4), description: lead.

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.

Manufacturer narrative:
Additional information was received that the ipg migration caused the patient's pain. Additional suspect medical device component involved in the event: serial: (B)(4).

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.

Manufacturer narrative:
(B)(4). Additional information was received that the patient was not implanted with an ipg. There was migration of the external trial stimulator (ets) and pain where the lead connects to the ets. The patient will undergo a revision procedure.

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.

Manufacturer narrative:
Additional information was received that the patient was implanted with an ipg and not an external trial system (ets). The patient experienced ipg migration and pain where the lead goes into the battery. The patient underwent a revision procedure wherein the ipg was repositioned and a lead was added.

Event description:
A report was received that the patient experienced ipg migration and pain where the lead and ipg connect. The patient underwent a procedure where the ipg was repositioned. The currently unresolved event was assessed as device related.